Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed; 510(k) # is k062195.

Event description:
On (B)(6), 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying the "apply sample" icon. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 weeks ago prior to contacting lfs. The patient informed the cca that he manages his diabetes with oral medication (avandia) and diet/exercise. Despite the alleged issue, the patient claimed he continued to take his normal dose of 2 pills of oral medication. A week after the alleged issue occurred, the patient claimed he developed symptoms of frequent urination. In spite of the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient had use the subject meter before, the correct test strips were being used, and the patient¿s process for testing was correct; however the alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was not able to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.